Event description:
Attorney alleges pt has suffered severe abdominal pain, distention, nausea, diarrhea and tenderness at implant site.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.